Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device intermittently did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Based on the data verified, hospira could not determine attribution of the intermittent issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).